Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 345 mg/dl, a headache, nausea, and a high ketone level. It was reported that a malfunction alarm occurred. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 10 hours later with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.